Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received power error detected alarm due to j6 connector resistance issue. No battery alert noted during testing.

Event description:
The customer's fiance was reported via phone call that their insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that they were able to clear the alarm and were able to rewind the pump. Customer stated notification light did not immediately stop flashing. Customer was advised the insulin pump will need to be replaced and recommended customer refer to back up plan per health care professional instructions. Troubleshooting was performed. The insulin pump will be returned for analysis.